Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a missing electrode and the sensor appeared bent. The customer's blood glucose level was 330 mg/dl. The customer's sensor was replaced. No further details were provided.